Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events resulted from the defective battery pack.

Event description:
A u.s. Distributor returned a patient's monitor and reported that the monitor was unable to power up. A u.s. Distributor returned a patient's battery pack and reported that it was unable to power up a monitor.